Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Unit was programmed to deliver 2.0 units of a fix prime with a water-filled reservoir. The water did exit the infusion set. No delivery anomaly noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm occurred. The insulin pump communicated properly with minilink transmitter sensor and glucose sensor simulator. No unexpected weak signal alarm or lost sensor alarm occurred during testing. The following physical damage was noted: minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that his blood glucose exceeded 400 mg/dl. The patient treated via insulin pump therapy. The customer stated that his blood glucose was high due to taking steroids. During troubleshooting the customer noted two very small air bubbles in the reservoir. The customer was able to prime then out. The customer also had issues with weak signal and lost sensor alerts, and the insulin pump was returned for analysis due to those software issues.